Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the definitive (B)(4): an av fistula was noted after the atherectomy with the silverhawk device. Pta dilatation balloon used over the fistula site and upon completion the av fistula was no longer present.